Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The husband of a (B)(6) female contacted zoll customer support to report that the patient was admitted to the hospital the previous day and that she was treated several times. The husband reported that the patient was unable to press the response buttons as her hands are very small and weak. A review of the event indicates that the patient experienced an inappropriate defibrillation event consisting of 5 inappropriate treatments. Svt at 150-168 bpm contributed to the false detections. The response buttons were not pressed during the entire event. The patient remained in the hospital and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 08/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.